Event description:
It was reported that this insertable cardiac monitor (icm) reached end of service (eos) status after less than 2 years of being implanted. The device data shows an unexpected decrease in battery voltage. The icm should be returned for analysis to determine the cause. The icm remains in service and no adverse patient effects were reported.